Event description:
The customer reported that following a laparoscopic hysterectomy, they found a blister, possibly bovie related, on the left side of the pt's chest. The blister was 1/2 cm by 1 cm and located near the trocar. The pt is healing well. The pt return electrode was on the buttocks and it was reported that the doctor did lay the pencil on the pt and the holster was not used. The customer is unsure if this injury was related to electrosurgery or use of a light source.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a follow-up report will be submitted.